Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4). Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such. (B)(4).

Event description:
It was reported the lead integrity alert was installed but not triggered. Lead impedance has had a gradual increase and is now 1040 ohms. R-waves and capture are normal and stable. It is also reported the physician has programmed therapies off and plans to replace the lead. (B)(6) 2010: the physician reported a normal gradual stable increase in chronic pacing impedance.